Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 21215471.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.